Manufacturer narrative:
The implant date was approximated to (B)(6) 2019, as it was reported that the sling was implanted in (B)(6) 2019. This was reported by the patient. The healthcare facility is: (B)(6). Health (B)(4) incident report reference no. (B)(4); submitted to health (B)(4) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a tension-free vaginal tape procedure (tvt) performed in (B)(6) 2019. On (B)(6) 2019, the patient experienced excessive pain when walking, sitting and standing. She also had three infections, and had been left unable to be intimate with her husband. Moreover, the patient was left injured, and now, the device had to be removed.